Event description:
Customer called to reported hospitalized dka. It was stated that they were disconnected from the pump and they were aware of the reason for the hospitization. Also it stated when they changed the infusion set the insulin did not exit and they felt pain at the site. Customer did not apply the high bg rule. Additionally they were wearing the device at the time of the admission and on insulin drip. Troubleshooting was performed. Device tested ok.